Event description:
It was reported that the ilet user experienced a hyperglycemia episode after announcing an incorrect meal size and delivering a dose based on the incorrect carbohydrate selection. Symptoms included hyperglycemia peaking at 245 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the user interface, consistent with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.